Event description:
The field engineer reported that the system displayed a communication failure error message and shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was reseated. The system was then found to be operating as intended.